Manufacturer narrative:
Additional information received from the local field representative indicated the patient died as a result of multi-organ failure. As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. If the device is returned the report will be updated.

Event description:
Boston scientific received information that upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert indicating the battery capacity had depleted and the device had limited functionality. Boston scientific technical services (ts) recommended replacing the device. No adverse patient effects were reported.